Manufacturer narrative:
The sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed one additional dissection complaint was associated for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported, after treatment, with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly a grade d dissection occurred. The health care professional (hcp) gained access to treat the moderately calcified left proximal to mid superficial femoral artery (sfa). The hcp predilated the target lesion with an admiral xtreme normal percutaneous transluminal angioplasty (pta) balloon. The hcp then treated the target lesion with two lutonix dcb's, which resulted in a grade d dissection of the lesion. The hcp used an everflex stent to treated the grade d dissection successfully. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-00017.